Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2016 with the following findings: a review of the pump¿s black box and alarm history showed a call service alarm (cs 070). During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.